Manufacturer narrative:
No unexpected power error alarms during testing, however an unexpected power error alarm noted in the long trace file and power error alarm was triggered after a period of time indicated in the power management graph due to connector resistance issue. Connector on board was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for 2 days with the insulin pump functioning properly during testing as shown in the power management graph. The insulin pump passed required testing. Analysis was unable to perform displacement test and occlusion test due to missing retainer. The insulin pump was received with missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay and cracked select button on keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed power error. The customer's blood glucose was 12.1 mmol/l at the time of incident. Troubleshooting was done. It was also reported that the insulin pump had battery issues. The insulin pump was returned for analysis.